Event description:
It was reported that after spaceoar injection under local anesthesia, a perforation was confirmed. During the remaining three sessions of radiation treatment (rt), the patient complained about local pain. Air was confirmed through a computerized tomography for treatment, so an examination was performed, and a rectal ulcer was found. The patient was treated with antibiotics. During a follow-up review, a rectal ulcer was observed and treated with antibiotics, despite the completion of radiation treatment. Although an abscess was suspected, it was not confirmed, but signs of inflammation were present around the hydrogel. Additionally, a hole in the rectum and seminal vesicles, which appeared to be caused by the injection needle, was noted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/21/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2114 is being used to capture the reportable event of perforation. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code 2330 is being used to capture the reportable event of pain. Patient code 2336 is being used to capture the reportable event of inflammation. Patient code e172001 is being used to capture the reportable event of abscess.